Manufacturer narrative:
Add to emdr-234261 cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, sepsis and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with sepsis. Blood glucose (bg) values that dropped to 65 mg/dl. Patient reported she was having "bad" bg levels, and the ER had her remove her pump so they could manage the low bg themselves. It was not clear if low bg levels were due to diagnosis of sepsis or a separate issue. Symptoms include pain, shaking, fever, nausea, and vomiting. She stated she had an unknown bladder/kidney infection that turned septic. For treatment, the patient's insulin was decreased, and settings on her controller were adjusted to be lower. The patient was also given levaquin and intravenous (IV) fluids. The pod was worn on the abdomen for 4 to 24 hours. The patient was discharged after 4 days, and the pod was removed at the hospital.